Manufacturer narrative:
E1/establishment name: 1-2 floors of the third section of the southwest piece of (B)(6) - added due to character limitation in respective field. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center sdi (serial digital interface) had no output. There was no signal in sdi1 and sd2. The issue occurred during preparation for use for a diagnostic low colorectal resection. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that event occurred due to failure of printed circuit board. However, definitive root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.